Event description:
It was reported that a fiber was received without performance allegation information. Analysis of the returned device revealed that the fiber was broken in two pieces. Further information obtained indicated that the user is experiencing issues with the scopes (non- bsc) used during procedure. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter.

Manufacturer narrative:
Correction made to d3 manufacturer address 1 and manufacturer address 2. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber concludes the fiber was broken as it was received in two pieces. Microscopic inspection of the fiber tip indicated it was degraded. Analysis did not identify any defect with the fiber connector, which had a bright round light exiting the face. The area where the fiber body break occurred was observed to have melted fiber jacket. The aim beam could not be observed due to the fiber body separation. The following message was displayed: 'treatment used: 0 treatment left: 1.' It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. It is probable that a partial body break or kink could have occurred during set up, and when it was inserted into the scope and fired, it led to the fiber break. The IFU states, 'inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.' Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber concludes the fiber was broken as it was received in two pieces. Microscopic inspection of the fiber tip indicated it was degraded. Analysis did not identify any defect with the fiber connector, which had a bright round light exiting the face. The area where the fiber body break occurred was observed to have melted fiber jacket. The aim beam could not be observed due to the fiber body separation. The following message was displayed: 'treatment used: 0 treatment left: 1.' It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. It is probable that a partial body break or kink could have occurred during set up, and when it was inserted into the scope and fired, it led to the fiber break. The IFU states, 'inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.' Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a fiber was received without performance allegation information. Analysis of the returned device revealed that the fiber was broken in two pieces.

Event description:
It was reported that a fiber was received without performance allegation information. Analysis of the returned device revealed that the fiber was broken in two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber concludes the fiber was broken as it was received in two pieces. Microscopic inspection of the fiber tip indicated it was degraded. Analysis did not identify any defect with the fiber connector, which had a bright round light exiting the face. The area where the fiber body break occurred was observed to have melted fiber jacket. The aim beam could not be observed due to the fiber body separation. The following message was displayed: 'treatment used: 0 treatment left: 1.' It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. It is probable that a partial body break or kink could have occurred during set up, and when it was inserted into the scope and fired, it led to the fiber break. The IFU states, 'inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement.' Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.